Event description:
The patient underwent a right global ap total shoulder replacement, performed by same surgeon (dr (B)(6)) on the (B)(6) 201,1 due to osteoarthritis. During that original operation, the patient sustained a proximal humeral fracture, which the surgeon states did not require intervention at the time of surgery. The surgeon states that the patient complained of increased right shoulder pain, and a CT scan reveals non union of the proximal humeral fracture. The revision surgery was performed on (B)(6) 2012. The surgeon grafted bone from the iliac crest. New components of the same size were implanted. An autologous graft was placed around the proximal end of the humeral stem.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the provided product and lot combinations. Repeated attempts to obtain the complaint samples proved unsuccessful. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.